Manufacturer narrative:
Other, other text: b3: day of event is unknown, no information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a discrepancy in size description between the package and the actual product in it. No patient involvement.

Manufacturer narrative:
One used (pre-check) device in its original packaging was received. A visual inspection confirmed there was a difference between the label on the unit box and the package. Based on the labeling process, having these two units mixed up during manufacturing could not occur. It is most likely that the unit box and package were mixed up after leaving the manufacturing facility. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number. The complaint information will continue to be monitored.